Event description:
It was reported that the device had tripped its elective replacement indicator, the battery impedance was high, and there was no observed capture at any outputs, despite the patient complaining of palpitations. Furthermore, it was inquired for how long would the device continue operating before the device is "out of battery", since the patient is considered "too immunocompromised" to undergo a replacement procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.